Manufacturer narrative:
D4: UDI: as the lot number and serial number for the device involved in the event were not provided, the full UDI is currently not available. On october 2, 2024, mentor received additional information indicating that the patient was also diagnosed with breast ptosis. The patient's implants were replaced with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3507300mc lot: 9987444 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3507300mc lot: 9987444 sn: (B)(6). Mentor also became aware that the patient's right breast implant was a 450cc mentor memorygel breast implant (catalog: 3507450bc lot: 269631). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 11, 2024, mentor also received information indicating that the suspect medical devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On october 14, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent breast augmentation with two unknown mentor gel implants. Post-operatively, the patient was diagnosed, via ultrasound, with bilateral breast implant ruptures. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).